Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The company representative was able to confirm the issue. A quote to replace the laser indirect ophthalmoscope (lio) was provided to the customer but has not yet been accepted. There was no product returned for testing on this investigation. The root cause of the reported event is attributed to nonconforming lio. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The root cause of the reported event is attributed to nonconforming laser indirect ophthalmoscope (lio). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic laser had no laser firing and issue with headpiece which axel was broken. Details of procedure and patient harm was not reported. Additional details has been requested and none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).